Event description:
It was reported that a pt underwent a revision surgery of an roi-a interbody fusion construct. A sacral fracture at l5/s1 was observed during revision surgery. Preliminary investigation indicates that roi-a construct may not have been implanted correctly during the initial surgery.

Manufacturer narrative:
Investigation is still on-going. Additional catalog #: ir2008t. Additional lot #: 223105/4. Additional expiration date: 06/01/2014. Additional manufacture date: 06/2009.